Event description:
Baxter received a report from a baxter technician to report the envision mattress kit bed exit was not working. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not know if this event was already communicated to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the upper seat vario needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the upper seat vario to resolve the reported event. Based on this information, no further action is required.